Event description:
It was reported that during the surgery the tip of the shaft broke.

Manufacturer narrative:
The associated subtroc lag screw driver was returned and evaluated. A visual inspection of the product confirmed the tip of the driver has broken off, the broken piece is not returned. The fracture of the screw driver most likely occurred in overload.  An overload fracture can occur if the mechanical loads applied to the driver exceed the strength of the material. The device was manufactured in 2009 and it exhibits signs of significant wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number.  We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.